Event description:
A doctor reported to baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) during the initial drain. The technical service representative (tsr) assisted with troubleshooting to clear the alarms. The caller stated they would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be due to air being sucked into the disposable after an incomplete prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The original product code was incorrect and the actual product involved with this complaint for a system error 2240 was unknown. A 510(k) number will not be provided in the emdr, because the product is unknown.